Event description:
It was reported that charging cable and wall adapter were damaged and no longer worked, so charging supplies were not functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies with two-day shipping, and no additional information was received regarding the outcome of the event.